Event description:
Reportedly, the device was explanted after an implant duration of 0.63 duration due to endocarditis and regurgitation. Per the cer: perimount plus 6900p25mm was implanted to correct pve and mitral regurgitation in 2009 during the event of hvt002498. At about one month prior, symptoms of pve were observed during use of perimount plus 6900p25mm. Customer was monitoring the patient. On the day of the procedure, emergency mvr operation was conducted and perimount plus 6900p25mm reported on hvt002498 was explanted due to mitral regurgitation. This reported perimount plus 6900p25mm was implanted as a replacement and explanted due to pve and mitral regurgitation at about 3 weeks later. Customer commented that there were severe vegetations observed on leaflets. On-x 23mm was implanted as a replacement.

Manufacturer narrative:
Device not returned. This is for report only, no customer letter was requested. Device will not be returned for evaluation due to the infection. This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed on 25-sep-2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.